Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. It was reported that during insertion of the vertebral body replacement the inserter prong broke off inside of the cage. The cage was implanted without retrieving the fragment. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.